Event description:
Event details: suspicion of coring during paclitaxel preparation, want to know the cause because of recognition that there is no problem with the technique. The protector is assembled manually, not using the m12 assembly fixture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.